Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen beginning on 20-jul-2024. The short rv interval counter began incrementing at this time. The pacing impedance has slowly trended down in the last year. One reading of <200 occurred on 10-sept-2024. Shock impedance has trended down in the last year. Pacing threshold trended up slightly in the last year. Rv sensing amplitude has trended down. Lead remains implanted. No adverse events reported.

Manufacturer narrative:
Combination product: yes. This lead was capped and replaced due to a fracture that caused 51 inappropriate shocks. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.